Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was accidently pushed into a doorknob and hit their implantable neurostimulator (ins) and since then they could hardly walk, stand, sit down or move because of ¿excruciating pain¿. It was also noted that they had a loss of therapy, and a return of symptoms. The patient felt like something was loose and felt a shocking in their body. The patient turned the ins off this morning. Additional information received from the manufacturer¿s representative on (B)(6) 2016 reported that the patient had contacted them the day prior and stated that stated they experienced a sharp pain at the ins pocket site. The patient stated that their granddaughter caused them to fall back into a door handle. The patient did not fall down but noted that the door handle hit them directly on the ins battery and since complained of the sharp pain whether the ins was on or off. The pain was described as radiating down the legs with movement. The representative interrogated the ins and lead and all impedances were within normal limits. No interventions had been taken at the time of report and it was unknown if any were to be taken in the future. It was reported that the patient¿s ins was working fine but experienced pain at the pocket site and referred pain with movement as well. I was noted that the patient currently did not have a pain management physician and it was recommended that they see their primary care physician for a referral if necessary. No surgical interventions had occurred or were planned. The issue was not resolved and the patient status at the time of report was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.